Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown

Event description:
As reported: "post operative complication: bone cyst / osteolysis / bone resorption severe pain of the left elbow postero-lateral. Partial loss of range of motion." Update following clinical team feedback: "two years post-surgery, the patient encountered intense pain in the postero-lateral region of the left elbow, accompanied by a partial loss of range of motion. Subsequent to a follow-up visit, a bone cyst was conclusively diagnosed marking a significant adverse event (sae) ¿permanent impairment of a body structure or function¿. According to the surgeon, this event has a causal relationship to the implant and a possible relationship to the surgery. To address this, revision surgery was performed on (B)(6) 2024 to remove the prosthesis, but without any replacement. The event was resolved without sequelae on (B)(6) 2024. The removal of the prosthesis resulted in complete alleviation of pain, rendering the left elbow pain-free, stable, and fully restored to its full range of motion."